Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse with supplemental information by a consumer from (B)(6) of break in aseptic technique, fever, and enlarged wound with abscess at back and peritonitis in a patient coincident with dianeal pd2, unknown bag, therapy. On an unreported date in (B)(6) 2009, the patient began treatment with dianeal pd2, unknown bag (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient received dianeal pd2, unknown bag. On an unreported date, a break in aseptic technique occurred when the patient did not wear a mask. On an unreported date, the patient experienced a fever. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain and cloudy drain. On (B)(6) 2011, the patient was hospitalized for peritonitis. On an unreported date in (B)(6) 2011, the patient began remedial therapy with non-baxter ciprofloxacin (500mg, twice daily) and non-baxter vancomycin (500 mg, intravenously (IV) 1 amp.). On (B)(6) 2011, the patient was discharged from the hospital. The patient again experienced symptoms of peritonitis, including abdominal pain and cloudy effluent. On (B)(6) 2011, the patient was re-hospitalized for peritonitis. A peritoneal effluent analysis was not performed and the patient was not given new antibiotics. On (B)(6) 2011, the patient began treatment with dianeal pd2, unknown bag. The patient was referred to surgery because of an enlarged wound with abscess at the back of the patient (onset date not reported). On an unreported date in (B)(6) 2011, the patient was found to be resistant to ciprofloxacin and allergic to vancomycin. The patient remained hospitalized. The outcome for the peritonitis was reported as ongoing and unchanged. Outcome for the events of break in aseptic technique, fever, and enlarged wound with abscess at the back were not reported. Action taken with dianeal therapy was not reported. The nurse believed that the peritonitis was unrelated to dianeal therapy and was caused by the break in aseptic technique. The nurse did not provide an assessment of causality for the break in aseptic technique, fever, and enlarged wound with abscess at back of the patient.